Event description:
It was reported that pump malfunction occurred during pump software update and displayed malfunction code with fault ID that could not be cleared despite multiple reset attempts. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged shipment of replacement pump. Customer was instructed to use multiple daily injections as backup insulin therapy.